Event description:
The customer reported that their night shift ran quality controls on calcium and the controls were out of range. They recalibrated the test and repeated controls. Controls were then in range, so operation resumed. The customer then reported that they started getting low calcium results on patient samples and when controls were run again, they were out. The reagent cassette was then replaced. Calibration and controls passed on the new cassette. The customer reported that there were questionable calcium results for a total of three patient samples. Data was provided for only one patient sample and this sample had an erroneous calcium result. The sample initially resulted as 4.3 mg/dl and this result was reported outside of the laboratory. The sample was repeated on a different c501 analyzer and resulted as 10 mg/dl. The repeat result was believed to be correct and a corrected report was issued. The patient was not adversely affected. The calcium reagent lot number was 60496701 with an expiration date of 12/31/2015. The customer declined a service visit stating that the new reagent cassette resolved the issue.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Information required for investigation was asked for, but not provided. The issue seemed to be related to the reagent pack and not the reagent lot itself. A deterioration of the reagent may be the reason. A change of the reagent solved the issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The customer has clarified that the patient's doctor complained that they may have treated the patient based on the low result. The customer was asked, but could not provide any information about potential treatments the patient may have received or if there were any adverse effects to the patient. No adverse events were alleged. The customer also clarified that the corrected repeat value was 8.9 mg/dl and not 10 mg/dl as reported previously. The reagent cassette used at the time of the event was replaced with another cassette of the same lot number. The customer stated that the reported issue with low calcium results occurs after monthly maintenance has been performed on the instrument.

Manufacturer narrative:
The customer stated that the field service representative adjusted the rinse mechanism and there have been no further issues since this was done.